Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the balloon being used without proper sterilization could not be identified. Additionally, the root cause of the customer not receiving instruction on how to sterilize the device could not be identified. The event can be prevented by following the instructions for use which state: ¿sterilize the sterilizer with ethylene oxide gas before use. Refer to the instruction manual of the ethylene oxide gas sterilizer for the sterilization method.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, an issue of "mishandling, due to unlisted package inserts and unsterilized use". The customer did not read the sterilization instructions. And the device may not have been sterilized as the customer claimed. No instruction was received to sterilize the device. Claimed that each package did not include instructions to sterilize. There was no harm or user injury reported due to the event. This report is being submitted, due to mishandling issue and unsterilized use. This event includes two (2) reports: report with patient identifier (B)(6) (maj-213) - balloon, report with patient identifier (B)(6) (mh-303) - balloon. This report being submitted is for report with patient identifier (B)(6) (mh-303) - balloon.

Manufacturer narrative:
The subject device has not yet been returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.